Manufacturer narrative:
The device was not returned for analysis. An event of retraction problem, vascular dissection, and hypotension was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided photo was reviewed, and the valve capsule can be seen to be kinked, and the valve is not fully recaptured. Based on all available information, a cause for the reported retraction problem could not be conclusively determined. Causes for the reported hypotension and vascular dissection could not be conclusively determined. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant. During the procedure, the valve was too high during its first deployment and was recaptured, but wasn't able to be full retracted. The patients blood pressure dropped into the 60's systolic. The valve was pulled into the descending aorta and the micro adjustment wheel was used, but the valve remained outside the valve capsule. The device was removed from the patient, a new valve was prepped, and successfully implanted with no recaptures. The patients blood pressure was noted to have recovered after implant. Later in the case, when the physician was using a closure device on the right femoral artery (rfa), an angio was performed from the left access and it was noticed that the rfa was occluded. There was a large chunk of calcium below the puncture site that seemed to be the cause. It could've either been due to the closure device or a dissection. The rfa was ballooned several times to resolve the flow issue. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was stable throughout the case.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6). 2025, a 29mm navitor valve was selected for implant. During the procedure, the valve was too high during its first deployment and was recaptured but wasn't able to be full retracted. The patients blood pressure dropped into the 60's systolic. The valve was pulled into the descending aorta and the micro adjustment wheel was used, but the valve remained outside the valve capsule. The device was removed from the patient, a new valve was prepped, and successfully implanted with no recaptures. The patients blood pressure was noted to have recovered after implant. Later in the case, when the physician was using a closure device on the right femoral artery (rfa), an angio was performed from the left access and it was noticed that the rfa was occluded. There was a large chunk of calcium below the puncture site that seemed to be the cause. It could've either been due to the closure device or a dissection. The rfa was ballooned several times to resolve the flow issue. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient was stable throughout the case.